Event description:
The patient was brought into the MRI, intubated, and connected to a ventilator. When the patient was disconnected from the breathing circuit, the device was reconnected to the patient and failed. FDA safety report ID # (B)(4).